Manufacturer narrative:
H4: the lot was manufactured february 22-23, 2024. H11: the device was received for evaluation filled with lipid solution. Visual inspection was performed and leakage was easily identified from the administration spike port bonding area into the packaging pouch. Functional leak testing was performed and leakage from the administration spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bond. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.